Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9239029. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, we were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections h3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site during use. The following information was provided by the initial reporter; on 7-23, the patient needed an intravenous indwelling needle for enhanced CT. The puncture process was successful and fixed. During the injection, the plastic connecting tube at the buckle was found to be damaged and leaking. The tube was extubated and punctured again without causing physical damage to the patient. Explained well.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site during use. The following information was provided by the initial reporter; on 7-23, the patient needed an intravenous indwelling needle for enhanced CT. The puncture process was successful and fixed. During the injection, the plastic connecting tube at the buckle was found to be damaged and leaking. The tube was extubated and punctured again without causing physical damage to the patient. Explained well.